Manufacturer narrative:
(B)(4). Batch#:t5f18p. Device analysis: the analysis results found that the ecs29a device arrived with no apparent damage. Only the anvil half washer was present, the device was received with all unformed staples protruding of guide face. In addition, marks in safety were observed. A new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Due to marks on safety appears that an attempt was made to fire the device with the safety engaged. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. Please reference the instruction for use for more information. No conclusion could be reached as to how the washer was cut without the instrument deploying the staples, it is possible that the returned anvil does not belong to the returned device. It is impossible for a device to be fired multiple times due to the design. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, it was found that the staples had been protruded before use. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.